Manufacturer narrative:
(B)(4). Concomitant medical devices - nexgen lps-flex articular surface size 9mm catalog #: 00594603009 lot #: 60087532, unknown nexgen tibial component. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-04180. Device evaluated by manufacturer? Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to femoral loosening and bearing wear approximately fifteen (15) years post-operatively. Attempts have been made and no additional information has been provided.